Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin delivery is incorrect. Caller reported patient experienced erratic blood glucose readings; was able to self-treat. Caller stated patient was switched to back up pump and blood glucose levels were getting better. No adverse event reported. Requested return of the alleged device for evaluation.